Event description:
It was reported that after a cryo ablation procedure, when the balloon catheter was manipulated in the left atrium, the patient's transient blood-pressure dropped and the heart rate increased. Noradrenalin, salt solution and vasolan were administered and blood pressure was regained. The healthcare professional noted this may have been due to dehydration. Additionally, bleeding occurred from the inguinal region where the sheath was inserted. When the patient left an operation room, stable cardiohemodynamics were observed. No pericardial effusion was confirmed and the patient responded normally when the physician talked to patient. The patient's four limbs motion was normal. A physician taking care of the patient commented that a vessel near the vein was possibly damaged from the side where the sheath was inserted. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed; no anomalous flow, pressure or temperature behaviors were recorded. It was also reported that no system notices were recorded. The balloon catheter, 2af284 with lot 21849, was not returned for investigation. Clinical issues (hematoma and hypotension) occurred during the procedure. In conclusion, the case was related to clinical issues (hematoma and hypotension) and the balloon catheter, 2af284 with lot 21849, was not returned.

Event description:
Additional information was received via follow up indicating that the physician first noticed bleeding following the insertion of a competitor sheath. The sheath was then replaced with a medtronic sheath but the bleeding continued. Following the procedure a CT scan showed no issues. The patient experienced anemia post procedure but recovered and was discharged. The physician commented that the bleeding was likely caused by two insertion sites in the vein being too close and interfering with each other in the subcutaneous tissue. The insertion angle was approximately forty five degrees. The physician further commented that the space between the two sites should be larger to accommodate the sheath and prevent bleeding, and that the event was likely cause by the insertion site issues rather than the sheath.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.